Manufacturer narrative:
Submit date: 08/08/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. Upon evaluation on (B)(6) 2016, it was discovered that the unit's rotor rotates in both directions.